Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted photo. The provided photo showed the driveline disconnect alarm active on (B)(6) 2026 on the system controller lcd. A review of the submitted controller event log file spanned approximately 3 days (02feb2026 ¿ 04feb2026 per time stamp). There were no notable alarms active in the log file. There were no events of the reported event date of 31jan2026. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (B)(6) 2026 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that no products were exchanged and the alarm was most likely due to an esd event. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed a driveline disconnect alarm in their system controller history the morning of (B)(6) 2026. The alarm occurred on (B)(6) 2026. The patient denied disconnecting from their driveline and denied ever hearing the driveline disconnect alarm. The alarm history was interrogated on the heartmate touch but the date from (B)(6) 2026 was already overwritten. A picture of the system controller screen showing the alarm was provided. The log file was sent for review. The event log file contained dates from 02feb2026 to 04feb2026. The event log file captured a pump stop on 02feb2026 at 05:39. The event appeared to be cause by electrostatic discharge (esd). The pump was off for approximately 4 seconds during these events. No other notable alarm conditions or parameter changes were seen in the log file. Based on the log file the mechanical circulatory system (mcs) equipment operated as intended electronically and mechanically. It was later confirmed that the driveline disconnect alarm was due to the esd event. No products were exchanged and nothing would be returned.